Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported opdivo infusion was programmed to infuse over thirty (30) minutes at 10:24 am. The pump beeped infusion complete at 10:50 am, however the bag was still completely full. When the clinician checked the medication bag it appeared to start to drip, however the medication "would go back into the bag". The clinician also noticed that the line was clamped near the patient, but the pump never beeped for occlusion on the patient side. Both the brain and channel were switched out and infusion resumed without issue. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion complaint was not confirmed or replicated during laboratory testing. ¿ laboratory testing showed the pump module was delivering fluids within specification. ¿ a review of the pcu and pump module error logs showed no records associated to the reported incident. ¿ an internal and external inspection was carried out and in general, there were no anomalies that could contribute to the under-infusion report. ¿ inspection and laboratory testing of the event administration set could not be performed because the set was not returned for investigation. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported event of an under infusion could not be determined through physical inspection or laboratory testing. The device was thoroughly inspected and tested with no issues observed. Note that imdrf annex a1801, a0709, a0401, g0301204, g02017, c16, c0601, c07, d0301, d15, d01 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported opdivo infusion was programmed to infuse over thirty (30) minutes at 10:24 am. The pump beeped infusion complete at 10:50 am, however the bag was still completely full. When the clinician checked the medication bag it appeared to start to drip, however the medication "would go back into the bag". The clinician also noticed that the line was clamped near the patient, but the pump never beeped for occlusion on the patient side. Both the brain and channel were switched out and infusion resumed without issue. There was patient involvement but no harm.